Event description:
Procedure type: nephrectomy. According to the reporter: they used one device and the device jammed. The device got blocked in the vessel where the clip was going to be applied. A second device was opened and the same thing happened. One of the jammed clips tore the area when being removed, but the surgeon solved it immediately with no further problems. This was a pediatric case. The third one worked correctly and they proceed with the surgery. Operative time was not extended over thirty minutes.

Manufacturer narrative:
(B)(46).